Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV.

Event description:
The doctor reported right side capsular contracture grade IV baker. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device and weight to the specification. Voids in the gel were observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
The doctor reported right side capsular contracture grade IV baker. The device has been explanted.